Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2025 due to which the patient faced hyperglycemia event.the issue occured with 4 infusion sets. The infusion sets were in use for a day and a half. The patient went to emergency room and got hospitalized and eventually shifted to intensive care unit(ICU). The duration of emeregency room stay was for 2 hours.the patient was tested positive for ketones. The patient blood glucose was 543 mg/dl at the time of the event and got treated with intravenous and fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 (B)(4). MDR 3003442380-2026-00987. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 15/apr/2026 against "lot number" "6015678" and similar malfunction codes: malfunction cannot be determined, malfunction cannot be determined. The review confirmed that lot 6015678 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/apr/2026 against "lot number" criteria equal "6015678" and similar malfunction codes: malfunction cannot be determined, malfunction cannot be determined. The count of complaints are 03. The complaints numbers are (B)(4). Conclusion: after review, only (B)(4) was determined relevant to the reported issue. The other two records were previously in review and summary state and are not applicable to this investigation. Device history record (DHR) review: the lot 6015678 was manufactured according to work instruction (wi) version 81 and manufactured in the l-09, on 02/oct/2025 with a total of (B)(4) units. Review of the DHR showed that during the outgoing an non-conformance (nc) 2402952 was found for static needle connector failure in the lot number 6015678 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Sub-assembly: gluing of tubing the sub-assembly, gluing of tubing of the lot 5j04922 was manufactured according to the wi version 70 and manufactured in the line sc08, on 28/sep/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5j04924 was manufactured according to the wi version 70 and manufactured in the line sc08, on 30/sep/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5j05622 was manufactured according to the wi version 70 and manufactured in the line sc03, on 01/oct/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5k00811 was manufactured according to the wi version 70 and manufactured in the line sc08, on 03/oct/2025, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015678 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.